Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. A chest x ray was performed and a dislodgement was confirmed. A lead revision was performed and it was found that it had perforated the right ventricle. A new lead was implanted. No additional adverse patient effects were reported.